Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed smoke from the architect i1000sr analyzer system control center (scc). Abbott field service representative (fsr) was performing preventive maintenance for the analyzer. The scc was off and a burning smell was detected. The scc power button was pressed and no response occurred. The scc was then disconnected from the analyzer uninterruptible power supply (ups) and directly connected to the facility power. When the scc power button was turned on, smoke was observed coming from the scc. No fire or injury were reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the damaged system control center (scc) f+ power supply on the architect i1000sr analyzer. The fse confirmed a small area of charring on the part. The smoke from the analyzer was limited to this part and did not spread to other parts of the equipment. The scc-f+ power supply (rohs) (part number (B)(4)) was replaced. The analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. Architect i2000sr analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Historical complaint data was reviewed and no adverse trend was identified. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the architect i2000sr analyzer, no product deficiency was identified.